Event description:
Because of the medtronic infuse implanted during my surgery, I've experienced many serious problems. Including pain, nerve injuries, as well as a mental anguish that things will never get better.